Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated report: 0001822565-2019-00009, 0001822565-2019-00010. Concomitant medical products: unknown persona bearing. Unknown persona femoral. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a left total knee arthroplasty and subsequently it was noted the patient experienced continual moderate to severe knee pain. The patient expressed difficulty ascending and descending stairs, limited or decrease in adls, and is constantly aware of knee problem. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed through review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: moderate to severe pain while walking/climbing/descending stairs. Constant awareness of pain. Initial post-operative views demonstrate anatomic alignment of the left knee arthroplasty components. There is no osseous abnormality. Skin staples are present. Radiographs demonstrate minimal lucency at the metal-bone interface of the medial tibial tray. Minimal lucency at the margin of the medial tibial tray of the left knee arthroplasty on images. Alignment is anatomic. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00150, 3007963827-2019-00151. Concomitant medical products: psn asf cr 10mm ply l 3-9 cdu item# 42511000410 lot# 63265599, psn fem cr cmt ccr std sz 6 l item# 42502606001 lot# 63731070.

Event description:
No further event information available at the time of this report.